Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd¿ blunt fill needle with filter fractured and broke off prior to use. The following information was provided by the initial reporter: "tip of needle had fractured and broken off prior to use."

Manufacturer narrative:
H.6. Investigation: one photo was provided. It shows a needle tip with the tip damaged. Based on the photo provided, it appears the needle had incomplete grinding and not detected during the next processes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the tip of the bd¿ blunt fill needle with filter fractured and broke off prior to use. The following information was provided by the initial reporter: "tip of needle had fractured and broken off prior to use".